Event description:
Patient reported "after a mastectomy for cancer at the level of both breast, I had an immediate reconstruction by allerganlf 220 prosthesis can you tell me the exact type of this prosthesis, to know what monitoring I have to do now". Patient later reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient reported "after a mastectomy for cancer at the level of both breast, I had an immediate reconstruction by allerganlf 220 prosthesis can you tell me the exact type of this prosthesis, to know what monitoring I have to do now". Later, patient reported "intracapsular rupture, not collapsed". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "after a mastectomy for cancer at the level of both breast, I had an immediate reconstruction by allerganlf 220 prosthesis can you tell me the exact type of this prosthesis, to know what monitoring I have to do now". Patient later reported "rupture". This record is for the right side. Device remains implanted.